Event description:
It was reported that during a coronary stenting treatment procedure, a perforation occurred. The 85% stenosed lesion being treated was located in the moderately calcified, mildly tortuous mid to distal circumflex (cx) artery. The lesion was not predilated. The physician deployed a 4.00x16mm liberte bare metal stent. A perforation was noticed after the stent delivery system (sds) was removed. The vessel diameter was originally thought to be 4.0mm, but was found to be 3.5mm. The physician deployed a 3.00x12mm liberte bare metal stent distally. Then the physician used the sds balloon from the 3.00x12mm stent to make two additional inflations, one for 2 minutes and another for 4 minutes. Ultrasound confirmed there was no leakage in the pericardium. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.